Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the trunk cable was cut and the brown (-5v) wire was severed. The root cause of the damaged cable and wire is physical abuse. There was no death or adverse event associated with the electrode belt malfunction.

Event description:
A us distributor reported that a patient's electrode belt was damaged.¿